Manufacturer narrative:
Concomitant product(s): monoject 60ml syringe, syr tubing. The customer¿s report of a channel disconnect alarm was confirmed. Analysis of the pcu event log revealed that a channel disconnect alarm occurred 43 seconds after the start of a propofol infusion. The user confirmed the channel disconnect alarm, and then powered down the system. During inspection, the left iui connector of the pcu was found to be in very poor condition, with both contamination and corrosion. During testing, the channel disconnect error was easily reproduced with a known-good test syringe module connected to the left side of the pcu. The customer's syringe module (s/n: 14241430) was not received as part of the investigation; therefore, the condition of its iui connectors could not be determined. The root cause of the channel disconnect was contamination of the pcu left iui connector resulting in a loss of electrical connection.

Event description:
The customer reported that during an unspecified infusion and transport of patient between care areas, the unit had channel disconnect alarms and shut down. No patient harm was reported.